Manufacturer narrative:
Device alarmed a64 during self test. Problem isolated to board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test and all operating current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor arm failed self test alarm. Customer's blood glucose level was 250 mg/dl. Customer stated that in alarm history alarm confirmed 4 times last 24 hours. Customer stated alarm occur during normal use. Customer stated insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.